Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 52.6mm abdominal aortic aneurysm. It was reported during the index procedure, the endurant ii stent graft was placed successfully, however it was observed that the main body of the stent graft was covering the renal artery. Despite maintaining blood flow, the physician cannulated from the upper arm and implanted renal artery stents to ensure long-term blood flow, effectively resolving the issue and completing the procedure. Per the physician the cause of the renal coverage was anatomy related. The patients left cia was exhibited high tortuosity, with a tendency to ascend proximally during device deployment. It was also suspected that the spindle interacted with the suprarenal stent, causing the device to be pushed upwards. There was no problem with the deployment of the stent graft. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.